Event description:
The complainant reported that a patient on impella support experienced some intermittent falsely triggered position in aorta alarm. The rn reviewed the patient on bedside and found no impella issues. No patient harm has been reported.

Manufacturer narrative:
No product was returned. The logs confirm occurrence of 'impella position in aorta' alarms. The root cause of the optical signal issue was patient condition related since there was no motor current spike observed in the data logs prior to alarms and clinical report mentions alarms were falsely occurring.